Event description:
It was reported that a remote transmission showed "invalid data." The patient has been receiving radiation therapy. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2010; 6947 implantable defibrillation lead, (B)(6) 2010. Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and no anomalies were found. (B)(4).